Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) area. The target lesion was 99% stenosed and calcified with heavy tortuosity. The intravascular ultrasound (ivus) catheter was used to image the lesion post stent placement. The physician attempted to cross the lesion, and the guidewire exit port hooked into the stent and could not be advanced. At this point, the physician was able to pullback the catheter, freeing it up and withdrew it without pt complications.